Event description:
A healthcare facility in (B)(6) reported that the heater head case of an iw934 cosycot infant warmer was cracked. A service of the device was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head housing was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed crazing on the dome portion of the upper case. There were also multiple crack lines at the side portion of the upper head case. Delamination of the outer plastic shell and surface crazing were also evident in this area. A slight discoloration was also observed at the connector housing. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate and acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The warmer head was fitted with a new head case and harness kit and returned to the healthcare facility after passing the required electrical safety tests.